Event description:
It was reported via literature review that patients who underwent a carotid artery stenting (cas) procedure using a filterwire ez experienced an array of adverse events in the peri-procedural period. The aim of the study was to investigate the peri-procedural risk factors and clinical outcomes associated with long-period hemodynamic instability (hi) following carotid artery stenting (cas). Hemodynamic instability, manifesting as hypertension, hypotension, or bradycardia, is a known complication after cas; however, its prolonged form-lasting more than 24 hours-has not been thoroughly characterized in terms of predictors and consequences. The researchers sought to identify which patient characteristics, procedural techniques, and intraoperative variables were independently associated with the development of long-period hi. Additionally, they evaluated short-term clinical outcomes such as transient ischemic attack (tia), stroke, myocardial infarction, and mortality linked to this condition. The study involved 168 patients who underwent cas between september 2017 and september 2020 at a single academic medical center in china. The average age of the participants was 68.2 years, and the majority were male (81.5%). Forty-two patients developed long-period hemodynamic instability (hi). Patients with post-procedural hi who exhibited persistent symptomatic bradycardia and hypotension, with systolic blood pressure (sbp) less than 80 mmhg, were treated with a dopamine drip; those who suffered from hypotension alone were treated with a neosynephrine drip. Severe postprocedural hypertension that did not respond to oral medication was controlled with intravenous labetalol or urapidil hydrochloride. Vasopressor agents were used for a maximum of 24 hours to treat hypotension. Six patients developed cerebral hyperperfusion syndrome (chs), and one patient experienced cerebral hemorrhage. Transient ischemic attacks (tias) occurred in seven patients, five of whom belonged to the group that experienced long-period hi. Stroke was reported in two patients, both from the long-period hi group. Myocardial infarction (mi) was observed in four patients. Additionally, 30 patients experienced bradycardia lasting more than one day, 11 had hypotension for more than one day, and four had hypertension persisting for at least one day.

Manufacturer narrative:
B3: the event date was estimated to the earliest known procedure included in the cohort. E1: (B)(6). Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Li, b., fan, w., yang, y., qu, x., tong, j., liu, y., tan, j., jiang, w., & yu, b. (2022). Peri-procedural variables and outcomes of long-period hemodynamic instability after carotid artery angioplasty and stenting. Vascular, 31(5), 892-901. Https://doi.org/10.1177/17085381221091369.